Manufacturer narrative:
Three pictures were received from customer for further analysis. The images send by customer were visually inspected by unaided eye and it was possible to see the product leaking reported in this complaint. The device history record of reported lot 6058637 was reviewed and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of a physical sample of this complaint, a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. An internal investigation is being performed to investigate leakage failures associated with finished good mx9505t, which has been identified as the primary affected product. The leakage was localized at the union between tubing p/n 125-c and the female luer lock p/n 550-007.

Event description:
It was reported that the anesthesiology department connected the device for use and the doctor noticed blood leakage at the joint. There was patient involvement. No patient harm/adverse event was reported.